Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
During the device evaluation and performance testing of an iw920afs mobile infant warmer at the healthcare facility in belgium, a fisher & paykel healthcare (f&p) service technician found that the power out alarm was not working. There was no reported patient involvement.